Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot# va1qwav, implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient suddenly had cerebral vasogenic edema. Additional information was received from the manufacturer's representative (rep), which was confirmed with the healthcare provider (hcp), stated the cause of the cerebral edema was due to the deep brain stimulator (dbs) lead placement. The troubleshooting done regarding the issue was an MRI, observation, and rehabilitation. It was unknown if the cerebral edema was resolved. No further complications were anticipated.